Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening.

Manufacturer narrative:
Investigation results were made available. Additional: d1, d2, d4, h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported that during a revision surgery on (B)(6) 2010 the patient was implanted with a wagner revision stem. The patient continued having pain and movement restrictions. Bone scintigraphy on (B)(6) 2011 showed clear hypercaptation around the upper 2/3 of the stem and an impressive metabolic reaction of the bone matrix. During revision surgery, fibrous tissue was detected all around the stem length. Bone growth was only detected on the distal end of the stem. A new wagner stem was implanted. Review of received data: the received documents (reports and pns) do not contain any information relevant to the reported event, as they do not cover the timeframe of impantation time of the wagner stem. In the legal documents, the following is reported: on (B)(6) 2010, following a new hospitalization at the (B)(6), an osteotomy of the femur was carried out to allow the removal of the prosthetic stem, its removal, replacement of the polyethylene insert with 365 mm cup and position of new 16x225 wagner stem after milling the femoral canal. All as shown in the medical record that is produced. Unfortunately, despite the long ordeal and the three operations undergone, the persistence of the pain did not seem to subside, so much so that, at the orthopedic visit of (B)(6) 2011 carried out by (B)(6) was certified left hip prosthesis in (B)(6) 2007, in (B)(6) 2008 revision of the mobilized acetabular component; in (B)(6) 2010 revision of the femoral component (zweymuller) mobilized with wagner stem 225 diam 16. Currently persistence of pain in the distal third femoral on the left with limitation of movements and with walking allowed for about 500 m with pain. I recommend bone scan, possible replacement of the stem. Control with scintigraphy. On (B)(6) 2011 at the (B)(6) underwent polyphasic bone scintigraphy, the result of which was highlighted clear hypercaptation of the osteotropic radiopharmaceutical that the spect / CT fusion images show to be localized all around the stem in its upper 2/3 as from an impressive metabolic reaction of the bone matrix. Finally, following the aforementioned suffering, (B)(6), proceeded with a surgical intervention to remove the prosthetic stem (which was surrounded by fibrous tissue) for its entire length, with bone growth only in the 4th distal of the same with lateral seat for about 2 square cm and removal of the fibrous material inside the femoral canal, with the decision not to replace the insert and preparation of the wagner 265 diameter 17 stem which is inserted press-fit. Head diam 36 short in delta ceramic. Ampliscope reduction and control. Stability tests and closure with two transosseous points the proximal portion of the femur, closure of the cerclage. All as best described in the medical record issued by the (B)(6) which is produced under doc. (B)(6). After this operation, on (B)(6) 2011, following an orthopedic visit at the (B)(6), the following diagnosis was drawn up revised, excellent clinical radiographic evolution, no pain. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records could not be performed due to unknown lot number. Conclusion: it was reported that during a revision surgery on (B)(6) 2010 the patient was implanted with a wagner revision stem. The patient continued having pain and movement restrictions. Bone scintigraphy on (B)(6) 2011 showed clear hypercaptation around the upper 2/3 of the stem and an impressive metabolic reaction of the bone matrix. During revision surgery, fibrous tissue was detected all around the stem length. Bone growth was only detected on the distal end of the stem. A new wagner stem was implanted. Based on the investigation the reported event cannot be confirmed. No x-rays have been received, therefore the condition of the patient's bone and its interaction with the stem cannot be analyzed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.